Event description:
It was reported that a catheter break occurred. The 70% stenosed target lesion area was located in a severely calcified deep vein in the left lower limb. An angiojet solent omni thrombectomy catheter was used for treatment. During thrombectomy mode, it was found that the catheter was fractured at the golden catheter in the middle of the device, and liquid was coming out. The device was removed from the patient's body without any intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.